Event description:
It was reported that on the ¿(B)(6) 2015¿ the patient had an ¿additional accident¿ where she broke six ribs. The patient was receiving oral medication for that. The ¿ribs from the fall pain¿ became less of an issue in (B)(6) 2015 compared to other pain issues. The pump was used to infuse hydromorphone. No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).